Event description:
It was reported intermittently that the customer experienced ongoing fluctuating blood glucose (bg) levels ranging from mid 40s mg/dl to a level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection, correction bolus via the pump and consumed glucose tablets to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high an low bg's was unknown. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.